Event description:
While in or, they were increasing deflation & pump alarmed "system failure". At the time, pump was in operator mode and ap trigger. Pump was exchanged. There were no reported pt complications.